Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: two (2) ast-p606 cards from lot 486361210 were evaluated. The mic of levofloxacin was greater than or equal to 8mg/l which means resistant (r) as an expectant result. Biomérieux is unable to confirm the customer's report of false susceptibility, the product is functioning as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of false susceptible levofloxacin result for an eeq (B)(6)15bac2 enterococcus faecium survey strain in association with the vitek 2 ast-p606 test kit. The customer did not repeat the test. The survey sample was not retained by the customer. Note: though the ast-p606 test kit is not marketed or sold in the united states, levofloxacin antibiotic is registered with the FDA and is contained on other vitek 2 test kits that are marketed/sold in the united states. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the survey strain. Culture submittal was requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.